Event description:
Zenith main body graft was introduced and deployed via a right sided introduction. After deployment of the contralateral iliac leg graft, it was noted that the leg graft had landed short of the desired location in relation to the internal iliac artery. In order to extend the iliac leg graft, an iliac leg extension was deployed distally, achieving a more acceptable landing zone. Final angiogram did not reveal any endoleak presence.